Manufacturer narrative:
Upon further investigation and device evaluation, the cause of the chemical exposure is uncertain. Chemical colitis cases have not been formally confirmed and reported to the manufacturer. Medivators has attempted to contact the facility and to date has received no response from these attempts. Due to the uncertainty of these claims, medivators decided to submit an MDR to report the information available. If additional information becomes available at a later date, medivators will review and determine if further investigation and/or a supplemental report is necessary. Limited information concerning the patient status of this potential chemical colitis case is available from the use facility. Additional details to help determine the root cause have not been reported to medivators as of yet. Medivators dispatched a field service engineer and a performance test were completed on the unit. The fse reviewed machine operations with operators and biomed. They also discussed concerns and issues the facility might be having with the machines. The fse double checked rinse cycle settings by performing two test cycles. The observation of this test determined that the unit is performing correctly to specifications. The fse reported to recommending a pm service. Note: manufacturing date is july 31, 2002. These machines are old. It is recommended by medivators to have a pm done every year and records show that this facility hasn't received service from a trained medivators fse since 2009. Last documented pm was in 2008 and that was done by olympus not medivators. Medivators suspects the root cause potentially to be patient sensitivity to the rapicide chemical or it potentially could be user error. User error could derive from a number of possibilities such as improper hook-up used for the scope, improper machine maintenance, etc.

Event description:
User facility reported one case of chemical colitis.